Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker was found to be operating in safety mode, which permanently limits device function. Technical services (ts) reviewed and recommended the device should be replaced. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker was found to be operating in safety mode, which permanently limits device function. Technical services (ts) reviewed and recommended the device should be replaced. This device remains in service. No adverse patient effects were reported. Additional information was received stating this pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: b1: adverse event/product problem b2: outcome attributed to adverse event b5: describe event or problem field d6b: explant date h1: type of reportable event h6: impact codes. If pertinent information is provided in the future, a supplemental report will be submitted.